Manufacturer narrative:
Initial implantation details unavailable at the time of this report. This report is submitted on september 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced pain at abutment site, however the issue did not resolve, subsequently the patient was treated with antibiotics (date and type not reported).